Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers experienced hardware failures. The customer performed a reboot and recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were experiencing hardware failures. A field service engineer (fse) asked the customer to log in and attempt recovery. The lid opened but failed as if it was not recognized. The fse opened the back of the main unit and performed an inspection. The pyxis system was powered off, and drawer 1 was removed. The fse inspected the retractable band, cleaned and reseated the cables using alcohol wipes, then reinstalled the drawer and powered the pyxis back on. The fse logged into the hardware test application (hta) and ran a full drawer test on drawer 1. The test results passed and were saved to the d-drive. The fse rebooted the pyxis back into the application, the escort logged into pyxis, and the drawer failure was recovered. It was also identified that full height cubie in b1 had a defective cubie that required replacement; however, it was operational and opened as expected. The cubie was tested in hta, the escort recovered the failure, and the drawer was successfully inventoried. The system functioned as intended after the field service engineer repaired the device.